Manufacturer narrative:
Patient weight unk. Patient ethnicity/race unk. A portion of the lld was discarded and a portion remained in the patient, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to rv lead failure. A right atrial (ra) and a left ventricular (lv) lead were present within the patient but were not targeted for extraction. A spectranetics lead locking device (lld) was inserted in the rv lead to provide traction. The physician began the procedure by using a spectranetics 11f tightrail sub-c rotating dilator sheath to remove adhesions in the subclavian region. A spectranetics 11f tightrail rotating dilator sheath was then used to advance in the superior vena cava (svc) region, but due to the heavy fibrosis present between the rv lead and the vein and between the rv lead and the other two leads, upsizing to a 13f tightrail was required. While advancing through the svc, significant difficulty and rv lead insulation breakage were encountered. Very slowly, the physician was able to advance and when reaching the lead''s proximal coil, it was noted the lead's tip had detached from the cardiac wall. Removal of fibrosis continued at the lead's mid rv coil but the patent's blood pressure dropped. The physician stopped the procedure and using transthoracic echocardiography (tte), cardiac tamponade was detected. Rescue efforts began, including pericardiocentesis (which was unsuccessful due to clotted blood) and sternotomy. A perforation in the svc was discovered and successfully repaired with a patch (MDR #1721279-2022-00136). Due to the life threatening nature of this event, the physician did not remove the rv lead and did not attempt to unlock the lld from the rv lead before cutting and capping the lead/lld, remaining within the patient (MDR #1721279-2022-00137). The ra and lv leads were cut as well and remained within the patient. The patient survived the procedure. This report captures the lld which remained in the rv lead when it was cut/capped by the physician. There was no alleged malfunction of any spectranetics devices in use during the procedure.